Manufacturer narrative:
The device was used during a procedure. No issues were noted during the procedure. A few days later, the patient presented to the ER with an infection, was hospitalized for 4 days, underwent a neck I&d, and was discharged on IV antibiotics. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The device was used during a procedure. No issues were noted during the procedure. A few days later, the patient presented to the ER with an infection, was hospitalized for 4 days, underwent a neck I&d, and was discharged on IV antibiotics.